Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.